Event description:
It was reported that, "surgeon attempted seat the insert onto baseplate. Upon impaction, insert was damaged at locking ring. Surgeon commented that the insert did not seat properly prior to and at moment of impaction."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.